Event description:
It was reported that a newborn underwent an aortic arch reconstruction procedure on (B)(6) 2012 and suture was used. During anastomosis, when the suturing was nearly complete, the suture curled upon itself. The suture had to be replaced which prolonged the operation time. The patient is doing well now.

Manufacturer narrative:
(B)(4). Conclusion - the actual device was returned for evaluation and consists of three strong curled thread segments. The threads have instrument marks on them. The curling of the actual sample seems to be cause by pulling the thread over a sharp instrument (e.g. A needleholder). User error caused the event. Conclusion - representative samples were returned for evaluation and were inspected visually. No curling was observed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.